Manufacturer narrative:
B3 : please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: model, catalogue no, lot are unknown. D 6a: implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. Article references - david cho, cordelia burn, jonathan gamarra, jayson stern, prerana katiyar, mark drakos "evaluating "clinical outcomes of recombinant human bone morphogenetic protein-2 in the treatment of subchondral plate damage associated with ankle osteochondral lesions", foot <(>&<)> ankle orthopaedics, doi: 10.1177/24730114251398507 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evaluating clinical outcomes of recombinant human bone morphogenetic protein-2 in the treatment of subchondral plate damage associated with ankle osteochondral lesions. The following medtronic devices were used: recombinant human bone morphogenetic protein-2, (rhbmp-2). Among patients adverse events included: 2 patients reported persistent pain requiring a return to the operating room for revision surgery. Among two, one patient demonstrated ankle pain and persistent edema. No further information was provided pertaining to medtronic products.